Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's nurse reported via phone call of issues with customer's insulin pump. The nurse states the pump was damaged at the battery compartment. The customer's blood glucose level was 400mg/dl. The customer's most current level was 272mg/dl. The customer treated with pump. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, displacement test and rewind test. We were unable to perform occlusion test, prime test and excessive no delivery test due to prime alarm. The insulin pump was received with stripped battery cap coin slot, minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing address/serial number label. The drive support was inspected and no anomaly was noted.